Event description:
Information received by medtronic indicates the pump alarmed with multiple pump error alarms. The customer was assisted with clearing the alarm. It was reported that the pump was exposed to high magnetic environment. The pump successfully completed steps in displacement verification table. It was reported that the pump rattled when shaken. No harm to the customer requiring medical intervention. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version 5.2 a. Retainer ring = black. Customer returned pump for an alleged cosmetic damage at unknown location/pump error 68/49/23 alarm found on (B)(6), 2021. Pump error 68/49/23 alarm noted after battery insertion. The pump passed the displacement test and active current test. High sleep current and pump error 75 alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Multiple pump error 68/49/23 alarms were found in the history files or traces on (B)(6), 2021. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. However, the internal battery connector was unlocked. Locked the internal battery back in the sleep current is within the spec range (63.4ma) and no pump error 68/49/23 alarm after battery insertion and no pump error 75 alarm during self test. The following were noted during visual inspection: broken belt clip rails, cracked select button keypad overlay and minor scratched lcd window. Pump error 68/49/23/75 alarms and high sleep current were confirmed due to unlocked internal battery connector (j6) on pcba 1. Cosmetic damage was confirmed on the pump case. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.